Event description:
The customer reported that a patient burn occurred on (B)(6) 2014 during an rf ablation procedure. The customer said the burn is the size of a quarter. No medical intervention was required. No additional info is available.

Manufacturer narrative:
(B)(4). The incident sample was not returned to covidien for eval. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.